Event description:
It was reported that there was a "device failure". It was noted that there was an extracorporeal control failure, the rotation number change associated with the left ventricular assist device (lvad) fault was from 4600 revolutions per minute (rpm) to 5000 rpm. "Driveline reconnection between controllers" was performed. The cause of the alarms was unknown. No equipment was returning, and the patient was being monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
E1: reporter contact information was not available. This event was determined to be supplemental and investigation findings will be submitted under MFR 2916596-2025-00784.